Manufacturer narrative:
No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The DHR was reviewed and no discrepancies relevant to the reported event were found. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: no complication noted during the initial surgery. Patient underwent revision surgery due to pain and unstable knee. During the surgery, femoral component was well fixed. However, the tibial plate noted to have increased slope and no cement was noted in the component. Patella tracking noted to normal. No other complication was noted during the surgery. A definitive root cause cannot be determined. Per the IFU, loosening is a known adverse effect of these implants. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: 183028 - femoral component - 756020. 189064 - bearing - 060240. 402283 - cobalt bone cement - 810300. 402283 - cobalt bone cement - 952670. The customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2021-01198, 0001825034-2021-01199.

Event description:
It was reported that patient underwent primary left tka performed. Subsequently, the patient was revised approximately 11 years post implantation due to loosening, pain, instability and malposition. It was noted that there was no cement attached to the tibial component when it was removed.